Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive needs to be replaced. The reported issue is currently under investigation.

Event description:
The customer reported that the system was not saving patient images (data loss). There is no report of injury or death associated with this event.